Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the device broke during a lapidus procedure. The bone was pre-drilled with the short cannulated drill bit. About half way through the insertion, the screw broke mid-shaft. The screw could not be removed and the distal threaded part of the screw remains in the pt's foot.